Event description:
It was reported that the t20 driver tip was broken off while tightening the axial connector. The broken fragment was retrieved. No pt complications were reported.

Manufacturer narrative:
The device was returned to medtronic for evaluation. Visual examination determined a torsional force greater than the instrument could withstand was applied causing the tip of the instrument to separate from the shaft. A review of the device history records found no documentation to indicate a non-conformance to specification.